Event description:
It was reported that the patient with this right ventricular (rv) lead had an infection. The lead was explanted. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).